Manufacturer narrative:
The complainant was unable to report the lot number and upn; therefore, the manufacture date and expiration date are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat walled-off pancreatic necrosis during a cystogastrostomy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient presented with hematemesis. Computed tomography (CT) imaging was performed and it was noted that the patient's stomach was filled with blood. The patient was diagnosed with an upper gastrointestinal bleed which was deemed to be related to erosion at the site of stent placement. The patient underwent embolization to treat the bleed. There have been no further patient complications reported as a result of this event. The patient's current condition was reported to be stable.